Event description:
It was reported to philips that the device experienced a charge shock failure during operational testing. It was noted by the customer that they had replaced the therapy cable and test load in an attempt to troubleshoot the issue but the failure remained. One therapy pca was returned for failure analysis. The reported problem could not be verified or duplicated during lab tests. No fault was found with this therapy board. (Updated).

Manufacturer narrative:
Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
It was reported to philips that the device experienced a charge shock failure during operational testing. It was noted by the customer that they had replaced the therapy cable and test load in an attempt to troubleshoot the issue but the failure remained. There was no patient involvement.